Event description:
It was reported that the during open heart valve surgery, surgeon nicked the right ventricular lead and the pace/sense impedance measurement was low after surgery and undersensing was exhibited. The lead was removed and replaced. It was further reported that the right ventricular lead and the right atrial lead had high impedance. The atrial lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.